Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
1/14/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed. The braid structure of the suture has been modified to improve the characteristics of the suture.